Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When a trunk ipsilateral leg component (rmt231216j/11903034) was deployed, its ipsilateral leg could not be adequately pushed up into the aneurysm sac, unintentionally covering the left hypogastric artery. After a contralateral leg component was deployed, it was revealed that both legs were equally patent, and the patient tolerated the procedure. On (B)(6) 2015, a follow-up computed tomography (CT) revealed that the ipsilateral leg of the rmt231216j had been kinked, decreasing the leg diameter to 2mm. Even though blood flow was not restricted due to the kinking, reintervention was planned to be performed later, and the patient was discharged of the hospital. On (B)(6) 2015, the patient was implanted with two metal stents in both legs of the stent grafts to treat the kinking. Both legs were equally patent again after the reintervention, and the patient tolerated the procedure. It was reported that the aorta was very narrow in an area approximately 7cm distal to the renal arteries, and the contralateral gate of the rmt231216j was placed in this narrow area. Additionally, the aorta was somewhat tortuous in the kinked area.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.